Manufacturer narrative:
The customer stated that the pump was unable to prime during the prime test due to protruded drive support disk. No compromised force sensor alarm was noted. The pump was received with scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, and cracked reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system from the insulin pump. The customer's blood glucose reading was 65 mg/dl. The customer stated that the insulin was squirting out during the manual prime process. The customer was disconnected during the manual prime process. The customer stated that the numbers on the screen disappeared. The customer stated that they heard no beep. The customer stated that the pump was not dropped or bumped. The customer will be sent a replacement pump.